Event description:
A customer reported the test did not start when the test strip was inserted into their adc blood glucose meter after blood was applied. Customer reported using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The device was evaluated and passed the homechoice return instrument test / evaluation (rite) electrical test but failed rite functional test. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported iipv found in the device logs. Review of the device?s previous service record revealed no issues that may have contributed to the difficulties of iipv. The assignable cause of the iipv was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold and use error, clinician inappropriately set the minimum drain volume % setting too low (80%). The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 5. The drain volume was 3373 ml. The programmed fill volume was 2100ml. This event meets overfill criteria. On (B)(6) 2010, (B)(4) contacted the nurse and provided this information. The nurse stated that the patient was scheduled to come in the clinic this afternoon and she would inform the doctor of the results. The nurse also stated that the patient was doing well on the new cycler. There was no medical intervention or patient injury associated with this report.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.